Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter city, state, post code: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 23, 2020 that a wallstent biliary partially covered stent was implanted to treat a 3cm long periampullary carcinoma in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortous and was dilated enough prior to stent placement. According to the complainant, during the procedure, the stent migrated distally after deployment. The stent was removed with rat tooth forceps and another stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.